Event description:
The customer contact reported that during testing at the user facility, smoke and a burning smell was noted coming from the ac receptacle on the device when the device was connected to ac power supply there were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found a burning smell emanating from device. For safety reasons the device was not connected to ac power. The device would not power up on battery. The device was dismantled and visually inspected and found evidence of fluid ingress inside the device, a smell and evidence of burning on the power supply pwa. The probably cause is due to a damaged power supply pwa caused by fluid spillage. This report represents all the info known by the reporter upon query by hospira personnel.